Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A clear tubing was returned covering half of the catheter tubing. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. It is difficult to determine when or how a kink in the inner lumen occurs. A severe kink or continuous flexing of a kink can cause the inner lumen to break resulting in a leak. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that after a few weeks of intra-aortic balloon (iab) therapy, which was being provided via axillary insertion, the iab broke. There was reported to be blood in the tubes and the console was alarming. The specific alarm was not reported. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after a few weeks of intra-aortic balloon (iab) therapy, which was being provided via axillary insertion, the iab broke. There was reported to be blood in the tubes and the console was alarming. The specific alarm was not reported. The iab was replaced and therapy was provided. There was no reported injury to the patient.